Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap and the device was received with normal operating currents. No blank display occurred during testing, and there was no damage on the lcd isolation tape. The following physical damage was found: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated for the blank display. The customer received a replacement battery cap and the display came back on. However, the customer had gently tapped the pump against something and the pump went blank; the display later returned on its own but it disappeared again when he placed the pump on his belt clip. He then changed the battery and the display returned once more, but this time the pump alarmed with a failed battery test. Troubleshooting for the failed battery test alarm was declined. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.